Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A specific root cause for the reported low flow and a correlation to the lvad could not be conclusively determined through this evaluation as the lvad remained in use. In addition, no log files were available to confirm the low flow event. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported by the vad coordinator that the patient was experiencing low flow and red heart alarms that occurred for approximately 1 minute. The volume seemed to be okay as the pulsatility index (pi) was 3.8; power was in the low 3.0's, and speed set at 9000 but goes to about 8970 rpm. Hemoglobin is reported to be 8.7. It was noted that all equipment is newer for patient and according to the last echo, the cannula placement seemed appropriate. The patient is av paced with no arrhythmias. Patient was described as being in a catatonic state with international normalized ratio (inr) at 1.8 and no history indicating any pi events. Patient is being monitored for any possible stroke symptoms and 250 albumin is being administered. Hemodynamically the patient looks good and the best while in-patient. Center may perform another echo and will try to clear all drugs to rule out any possible stroke. The serial number for the lvad pump is not known at this time. Attempts are being made by the manufacturer to obtain this information.